Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1781kl. The customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. Mmt-1781kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform self test due to display anomaly. After battery installation unit gave an unexpected partial display with horizontal lines on display due to bent lcd glass. Unable to download pump history and trace files using thus due to partial display/missing segments. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked battery tube threads. Unable to confirm frozen screen due to unreadable partial display/missing segments. Missing segments/partial display confirmed due to bent lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.